Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. The customer's blood glucose (bg) level was impacted (250 mg/dl). A system check performed with tandem technical support indicated that the tubing was the possible location of the occlusion. Reportedly, the customer uses apidra insulin. The customer was instructed regarding cartridge/insulin labeling. It was indicated that the customer would be switching to humalog. The contact changed out the tubing and indicated that the customer would deliver a correction bolus.

Manufacturer narrative:
.